Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013, patient had irritated skin where sensors are worn. Patient claimed that she had irritation with all sensors worn for the g4 product since (B)(6) 2013. Patient reported that she has no issue on day 1 and 2 then on day 3 she starts to itch. Patient goes on to say that after removal around day 5-7 she has redness and blistering at the sensor site. Patient has not worn the system for a month and a half due to this issue. Patient reports redness in the shape of the patch. Patient does have sensitive skin and gets allergic reactions to other medical tapes. Patient claims there is one spot on her lower belly that is darker in color. On (B)(6) 2014, patient spoke with her endocrinologist who only recommended contacting dexcom for help.